Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had readings that went randomly from 70-400 mg/dl. Customer was wearing a sensor but stated that he does not check the sensor's accuracy on the meter. Customer stated that this morning, the pump alarmed that he was low and he woke up in a sweat. Customer's most recent blood glucose was over 400 mg/dl. Customer declined troubleshooting and was advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.